Manufacturer narrative:
H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 and 4310 is based upon evaluation of the returned unused sample. This report is being submitted as follow up no. 1 to provide that the actual sample was not returned; therefore, we are unable to provide an evaluation the actual sample.

Manufacturer narrative:
(B)(4). Device manufacture date - potential dates 2019-10-10, 2018-08-30, and 2020-02-28 based on the results of our investigation, the root cause of the complaint could not be identified related to our process. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of > 14.71 n. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, no nonconformity or any irregularities encountered related to the complaint as per checking of the lot history files. Similarly, qc conducts visual inspection and functional testing to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported the on (B)(6) 2020, the nurse removed the peripheral venous catheter from the fold of the right elbow. The catheter was not used and was placed in the operating block on (B)(6). When the tegaderm was removed, the tip of the catheter was broken at the base and was not found. Area of induration and there was redness on the arm. The peripheral access catheter remained in place from (B)(6) 2020. It appears to have been a failure to monitor the dressing in place.